Event description:
It was reported that the patient¿s stimulation device that was implanted in 1998 was no longer active because it had stopped working for him after he fell and ¿broke it.¿ the reporter stated that it was never removed because of the ¿nerves growing around it.¿ the reporter stated that she was unsure of when this happened, but it was ¿at least a couple years prior to 2006.¿

Manufacturer narrative:
Product ID: 3495ifa, serial# (B)(4), implanted: (B)(6) 1998, product type: adapter. Product ID: 3986, serial# (B)(4), implanted: (B)(6) 1998, product type: lead. Product ID: 3210, serial# (B)(4), implanted: (B)(6) 1998, product type: transmitter. Product ID: 3986, serial# (B)(4), implanted: (B)(6) 1998, product type: lead. (B)(4).